Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch. Moisture damage found on electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump "had fell" in water and had moisture. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.